Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. It passed the excessive no delivery test, prime test and displacement test. No unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump would not vibrate. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.